Manufacturer narrative:
The insulin pump passed self test, error test and displacement test. The device was downloaded successfully to carelink. However, several error alarms were found at the alarm history file. An error alarms due to a corrupted history file. No other error alarms were found. No cosmetic damage was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple alarms. The customer's blood glucose was 8.3 mmol/l. The alarm history was checked and there multiple error alarms found. Nothing further was reported.